Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post-procedure.